Event description:
No additional information available.

Manufacturer narrative:
This report is being submitted to report additional information. -review of the most recent repair record determined the side plates and roller gear were damaged. The side plates and roller gear were replaced and resolved the reported issue. -device is used for treatment. -a definitive root cause cannot be determined. -the event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that upon inspection, the unit was found in need of repair. Additional information gathered indicates that the device was returned because it produced an incomplete mesh. No adverse events were reported as a result of this malfunction.